Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted, the lens was exchanged for a shorter lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Method: lens work order search and medical review. Results: a lens work order search revealed there were no similar complaints within the work order. Medical review: review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device evaluated by the manufacturer? No: lens was not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).